Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the hand piece was stuck, making an irregular cut and the motor was weak. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor failed the voltage test, had signs of corrosion, and the speed was unstable. The device was also out of calibration and the position of the control bar was incorrect. The motor shaft bearings, and sleeve bearings were replaced and the position of the control bar was recalibrated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.